Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 39 mg/dl. Low bg cause was not known. The customer's wife provided assistance and the customer consumed carbohydrates to address bg. Reportedly, the customer continued to use the pump for insulin therapy.